Manufacturer narrative:
The device was labeled as a single-use product. Lot # 17c025, 17j045, 17k026, 18c003, 18d005, and 18f002. Of the eleven (11) events, the device for seven (7) events were not received for evaluation; therefore, a device analysis could not be completed. The evaluation for one (1) event has not yet been completed. The device for one (1) event was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate of the device was found to be within specification. The reported condition was not verified. The device for two (2) events were received for evaluation. Visual inspection revealed that the flow restrictor was not returned with the devices. Since the flow restrictors were not returned, a functional flow rate test could not be performed. The reported condition could not be verified. The actual device for one (1) event was not available; however, a photograph of the sample was provided for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. No evidence of an over infusion was observed through photographic evaluation. The reported over infusion could not be verified through evaluation of the photograph. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of lots 17c025, 17j045, 17k026, 18c003, 18d005, and 18f002. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
This report summarizes <noe> 11 </noe> malfunction events. It was reported that eleven (11) large volume infusors over infused or under infused medication to the patient. Of the eleven (11) events, nine (9) devices under infused medication to the patient as it was observed that the device took longer than expected to deliver the medication and two (2) devices over infused medication to the patient as it was observed that the devices infused medication in a shorter than expected time. All of the events involved a patient and there were no patient consequences. No additional information is available.

Manufacturer narrative:
Additional information/correction : a total of three (3) single-use samples were received for evaluation and the evaluations for all related events have been completed. The evaluation results were provided in the initial MDR. Should additional relevant information become available, a supplemental report will be submitted.